Event description:
It was reported that intermittent malfunction alarms occurred. The customer continued to use the current pump for insulin therapy, and a replacement pump was sent. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.